Event description:
This complaint is now reportable based on the analysis completed on 04/30/2008. It was reported that during a percutaneous coronary intervention procedure, the shaft of the device was kinked. The lesion was located in a 99% stenosed unspecified vessel. The physician advanced a non-bsc balloon but was unable to cross the lesion. The physician changed to a 1.50 x 15 mm apex flex monorail balloon catheter, however, during advancement to the lesion, the shaft kinked. The device was changed to a 1.5 x 8 mm apex push balloon catheter but the shaft kinked when the balloon crossed the lesion. The lesion was eventually dilated using a 1.5 x 6 mm non-bsc balloon and a liberte stent, unknown size, was implanted. No pt complications were reported. However, returned product analysis revealed that the shaft was broken 15.5 cm from the hub of the device.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for shaft kinked. The returned catheter exhibited numerous kinks along the hypotube and was found to be broken 15.5 cm proximal of the hub. Visual and microscopic examination of the material surrounding the hypotube fracture and kinks did not reveal any inherent deficiencies that would have contributed to the formation of the kinks. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs prior to shipment. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context.